Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00083 on 22-mar-2021. Additional information (16-apr-2021): siemens headquarters support center (hsc) investigated the event, and advia centaur xpt instrument information provided, including the actions performed by the siemens customer service engineer (cse), and did not identify an instrument issue. The advia centaur xpt is working as intended. Siemens verified that the advia centaur xpt software performed the expected behaviors for processing the sample ID (B)(6) on (B)(6)2021. Siemens verified that the advia centaur xpt add tube request performed as expected and by receiving the next sample ids as part of the index q response. Siemens concluded that the cause of the discordant results was not due to an issue with the advia centaur xpt instrument or software. The advia centaur xpt is operating as expected, and no further evaluation of the device was required. Correction: the initial MDR 2432235-2021-00083 filed on 22-mar-2021 included an incorrect reference "impeco" in section h10. The correct reference is listed below: the customer contacted the siemens customer care center (ccc) and noted the advia centaur xpt instrument pipetted from the wrong sample on the aptio by inpeco automation track system. Section h6 (type of investigation, investigation findings, and investigation conclusions) is updated with new codes. MDR 2432235-2021-00082_s1 was filed for the same event.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and noted the advia centaur xpt instrument pipetted from the wrong sample on the aptio by impeco automation track system. The customer informed siemens of two occurrences where the sample arrived at the sampling gate, and the automation system generated an error: "3160, sampling not succesfull". The customer has disconnected the advia centaur xpt from the aptio automation track. Siemens is investigating. MDR 2432235-2021-00082 was filed for the same event.

Event description:
The customer informs that their advia centaur xpt instrument with serial number (B)(4) pipetted from the wrong sample and produced discordant prostate specific antigen (psa), thyroid-stimulating hormone (tsh3ul), and ferritin (fer) results. The discordant results were not reported to the physician(s). The customer used the correct sample to perform repeat testing on an alternate advia centaur xpt instrument. The repeat results were higher and reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant psa, tsh3ul, and fer results.